Event description:
According to the rptr, his symptoms related to a latex allergy started in 1994. His symptoms consist of conjunctivitis which develops even after washing his hands, contact dermatitis, and asthma. The main systemic problem is asthma. On 04-1995, the rptr was admitted to the hosp with status asthmaticus. His asthma as well as the other symptoms continue to worsen. He has had several asthma attacks since his hospitalization. To this date, the rptr has not experienced anaphylaxis. The rptr stopped working on 2-11-98 due to his latex allergy.